Event description:
Boston scientific received information that this device was unable to be interrogated and no magnet rate could be obtained on this pacemaker dependant patient. As a result the device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to (B)(4) company, it will be analyzed and this investigation will be reopened and updated as necessary.